Event description:
It was reported that during treatment the device was not generating any pressure. It is unknown how this event was resolved.

Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was using the part number provided. There have been further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that the device was not generating any pressure. The returned device underwent a product evaluation. An initial visual inspection did not identify any issues. When batteries were inserted, the pump functioned without issue. Device performance data did not identify any errors or issues. We have not been able to confirm a relationship between the event and the device. The reported issue may have been experienced if a sufficient seal was not created. It is important to ensure that the dressing is applied without creases and fully smoothed down. The investigation has been concluded as no problem found. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A review of complaint history found similar instances of the reported failure mode. The device was used in treatment. No device was returned at the time of the investigation, preventing a product evaluation. It was reported that the device was not generating any pressure, the reported issue may have been caused if a sufficient seal was not created. This can be caused if; 1. Dressing not applied properly, without creases and fixation strips 2. Filter/port not adhered to dressing correctly 3. Connector not correctly fastened and secured to the pump 4. Tubing trapped, folded over/kinked causing a blockage 5. Dressing integrity has been compromised we have not been able to confirm a relationship between the event and the device or identify a root cause. Should further information or the device become available this case may be reopened. No further actions by smith and nephew are deemed necessary at this stage.